Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that, during a surgery, when a nurse was putting cement powder in a bowl, she found a black material in the powder. A spare was used instead.

Manufacturer narrative:
An event regarding foreign matter (olefin fibre) involving simplex bone cement was reported. The event was confirmed based on evaluation of the foreign matter provided. Method & results: product evaluation and results: visual inspection of the returned foreign matter indicates a black fibre with some white substance adhered to it. The fibre was approximately 5mm in length. Review of returned black foreign fibre using stereo microscopy, electron microscopy and infrared spectroscopy identified foreign material as olefin fibre with bone cement attached to the fibre. Clinician review: not performed as medical records were not provided for review. Product history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event for foreign matter (olefin fibre) was confirmed based on evaluation of the foreign matter provided. An nc was raised to further investigate the source of the fibre. A potential source of black fibre has been identified as the black lid that covers the d1-120ss standard copolymer octabox - this lid is a packaging component. The octabox lid is manufactured from black pp woven fibres. Inspection shows the scope of the non-conformance is one unit. No other complaints received. Investigation at present deems to be isolated incident.

Event description:
It was reported that, during a surgery, when a nurse was putting cement powder in a bowl, she found a black material in the powder. A spare was used instead.